Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be the mobile device updated ios/26.4, which closed the app. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).